Event description:
The sleeve slipped off putting a screw on screwdriver and during implant. The doctor removed the sleeve, and continued implanting the screws without the screwdriver sleeve. The surgery was delayed for few seconds with no complications to the pt.

Manufacturer narrative:
Performed visual exam to the screwdriver sleeve, and found that the retaining spring was missing. The device worked fine during prior surgery; the spring may have fallen out during the cleaning/sterilization stage prior to this surgery.